Manufacturer narrative:
(B)(4). Approximate age of device - 100 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted yesterday elevated power and flow estimation readings. Clinical data was otherwise negative for thrombosis. The patient was placed on a heparin infusion prophylactically. A log file reviewed by the manufacturer¿s technical service representative confirmed a few power elevations with and elevation in flow estimation. The patient was asymptomatic. A chest x-ray was completed, results were not reported. The patient mean arterial blood pressure was elevated at 98 mmhg, but improved during the admission. The patient had mild shortness of breath on admission that resolved, with no other increased heart failure symptoms, and the lvad was unloading the left ventricle adequately. Lactate dehydrogenase (ldh) was within normal limits at 212 u/l on admission. The patient was discharged home, stable, with lvad parameters returning to baseline; however, the patient has since called with continued reports of intermittent increased flow estimation and power readings. The patient was to be monitored, and was scheduled to be evaluated at a later time. No additional information was provided.

Manufacturer narrative:
The reported power elevations were confirmed per the evaluation of the submitted system controller log file. However, the cause for the power elevations was not conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.